Event description:
As it was reported by an affiliate, during a procedure, a smart control (6x60 mm, 120 cm) contralateral approach was chosen for the procedure. While smart control was being advanced a heavy calcified, highly tortuous superficial femoral artery with 98% stenosis without pre-dilation, the outer sheath was moved proximally, and the distal portion of stent was prematurely released. The device locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. It is unknown where the stent could be delivered and placed. The stent was deployed, but the stent jumped forward (it is unknown how far it jumped distally) during the stent deployment and was placed distal to the intended lesion. It was not indicated if there was any resistance friction at any time during the procedure, if the stent delivery system passed through any acute bends, if there was any difficulty encountered while advancing/tracking the sds towards the lesion or if any unusual force was used at any time during the procedure. It is unknown if any thrombus was present proximal to, at, or distal to the lesion site.

Manufacturer narrative:
Additional information: (B)(6) 2012 device history record: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15616979 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 1 unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Polymide guide wire lumen subassembly lots 15585986 and 15582059 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lots 15585986 and 15582059. Complaint conclusion: as it was reported by an affiliate, while a smart control was being advanced through a heavy calcified, highly tortuous superficial femoral artery with a 98% stenosis without pre-dilation, the outer sheath moved proximally and the distal portion of stent was prematurely released. The device locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. As the stent was being deployed it was reported to have jumped forward (it is unknown how far it jumped distally) and was placed distal to the intended lesion. It was not indicated if there was any resistance friction at any time during the procedure, if the stent delivery system had passed through any acute bends, if there was any difficulty encountered while advancing/tracking the sds towards the lesion or if any unusual force was used at any time during the procedure. It is unknown if any thrombus was present proximal to, at, or distal to the lesion site. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15616979 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.